Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. This device was testing in clinic with noise able to be reproduced. The device was subsequently reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.